Event description:
A customer reported receiving a minimum fill notification while reloading an insulin cartridge with at least 80 units remaining. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the pump's pneumatic tap area with an alcohol wipe or lint-free cloth. The customer successfully resolved the issue by reloading the same cartridge and resumed insulin delivery.